Event description:
Customer reported a rupture of a frozen cryocyte bag that was stored in the nitrogen tank, the bag was torn on one side. The product in the bag had been collected on june 23, 2003. The volume of product frozen in the bag was 130 ml. The pt did not receive the product. There is still 2 bags of collected cells for this pt left.

Manufacturer narrative:
A batch review is pending, if significant info is revealed, a follow-up report will be generated. A query of the complaint database for this reported lot number shows two other similar complaints reported in the last 24 months. Customer will be returning the sample for evaluation. When the evaluation is complete, a follow up report will be generated.